Event description:
Complainant alleged that the medics were monitoring an 83 year old male pt, but when the crew moved the pt from his home to the ambulance the device's display shut down. All other device functions were operational, and the medics were able to continue monitoring the pt with the use of the device recorder. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.